Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that 4 weeks ago, the infusion tubing became detached from the luer connection and adapter. The pt's blood glucose elevated to 220 mg/dl. The pt changed the infusion set and bolused through the infusion device to lower blood glucose levels. On (B) (6) 2010, between 12:00-6:00 am, the infusion tubing became detached from the connector needle and the pt's blood glucose elevated to over 260 mg/dl. The pt bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.